Event description:
The customer reported that there while in patient use, the ventilator alarmed with messages vent inop, low pip, low ve and audible alarm. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
The distributor evaluated the ventilator and found transducer fault and turbine differential transducer failed calibration.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Failure analysis: received vela main pcba and installed in known good unit; powered on with received settings on uvt mode entered event error log, unit has multiple xdcr error events. The reported problem was duplicated; unit turbine constant flow then vent inop and xdcr fault. In uvt mode perform xdcr calibration failed on turb diff xdcr will not calibrate. This is considered a known issue addressed with an internal action.